Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler instrument would not engage while the surgeon was trying to use it. The procedure was completed with no reported injury.

Manufacturer narrative:
The curved-tip sureform 45 stapler instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have multiple engagement failures based on a system log review and intermittently replicated during in-house testing. The instrument passed engagement 1 out of 10 or more install attempts and failed to move intuitively when the instrument was driven on the system. The housing was removed for inspection and found corrosion on the instrument thrust bearing. The kickup ratchet was found dislodged inside the housing. Additionally, the instrument was found to have multiple tears on the wrist cover. Tears measured approximately 0.032¿ - 0.087¿. No material was found missing. The instrument was re-tested for engagement with the kickup ratchet installed. Engagement still fails with the kickup ratchet installed. The instrument appeared to be failing the roll hardstop check during engagement, as the main tube starts rotating, but engagement failed shortly afterwards. It was confirmed that the main tube can be manually rotated past one of the roll hardstops, which should not normally be possible. It is possible that the roll gear and idler gear may be misaligned by a tooth. Regarding the kickup ratchet dislodgment, a metal barb width measured roughly 0.228" and kickup ratchet slot measures roughly 0.227" (using calipers), there is very little engagement between the barb and slot. With the ratchet installed, cannot pull down on ratchet without it becoming dislodged.